Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm tubing was defective this product has been used in a way that the extension conduit has burst; samples are not returnable, photos are available; green claims are required, complaint response letters and acceptance letters are required.

Event description:
This product has been used in a way that the extension conduit has burst. Samples are not returnable, photos are available. Green claims are required, complaint response letters and acceptance letters are required. 2024-7-26 update information: the clinical catheterization was successful and the blood vessels were unobstructed. However, the indwelling needle extension tube burst when injecting the contrast agent at a constant speed, causing the examination to fail. The patient had to insert the catheter again and make an appointment for the examination again.

Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photo shows the ruptured state of the extension tubing, which is the same as that of the product after being used for high-pressure injection. 2. DHR/bhr review lot 3136519 1-this batch of products were assembled at intima ii auto line 3 in (B)(6) 2023, and packaged at cfs package line in (B)(6) 2023. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Functional test (45psi leakage test) is conducted on the retained sample of this batch. The leakage test is passed, and no abnormality is found at the extension tubing. 4. Sku#(B)(4) is an intima ii product (pvc extension tubing). The intended use for the bd intima ii product is the intravascular administration of fluids. The maximum pressure the product can withstand is 45 psi (300kpa), and this product has never been declared to be used for high-pressure injection. If the instantaneous pressure through the product exceeds 45psi, the pvc extension tubing has the defects probability of expansion and rupture. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: the returned photo shows the ruptured state of the extension tubing, because the ruptured state is the same as that of the product after being used for high-pressure injection, the product has never been declared to be used for high-pressure injection, and there are no abnormalities in the product process and retained sample, so the root cause of the rupture of the extension tubing is related to the use end.